Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("essure device had migrated and/or perforated her fallopian tube") and fallopian tube perforation ("essure device had migrated and/or perforated her fallopian tube") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint aches") and inflammation ("inflammation"). The patient was treated with surgery (surgical procedure to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, device dislocation, fallopian tube perforation, arthralgia and inflammation outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, fallopian tube perforation and inflammation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated and/or perforated her fallopian tube / perforation (fallopian tube(s))"), uterine perforation ("migration of essure device location of device: uterus / perforation (uterus) / expulsion of essure device"), device breakage ("device breakage") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009 essure confirmation test : total bilateral occlusion. In 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In 2009, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches") and inflammation ("inflammation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical procedure, surgical procedure to remove the essure device and surgical procedure to remove the essure device / tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain, arthralgia, inflammation, hormone level abnormal, weight increased, nausea and pelvic pain outcome was unknown and the migraine, headache, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, inflammation, migraine, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated and/or perforated her fallopian tube"), device dislocation ("essure device had migrated and/or perforated her fallopian tube") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches") and inflammation ("inflammation"). The patient was treated with surgery (surgical procedure to remove the essure device), surgery (surgical procedure to remove the essure device), surgery (surgical procedure to remove the essure device) and surgery (surgical procedure). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, arthralgia and inflammation outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, fallopian tube perforation and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('essure device had migrated and/or perforated her fallopian tube/perforation (fallopian tube(s))'), uterine perforation ('migration of essure device, location of device: uterus/perforation (uterus), expulsion of essure device'), device breakage ('device breakage') and abdominal pain ('abdominal pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009 essure confirmation test: total bilateral occlusion. Concurrent conditions included: pelvic pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In 2009, the patient was found to have weight increased ("weight gain"). And experienced fatigue ("fatigue"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), inflammation ("inflammation"), nausea ("nausea") and malaise ("sick"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical procedure, surgical procedure to remove the essure device and surgical procedure to remove the essure device/tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain, arthralgia, inflammation, hormone level abnormal, weight increased, nausea, pelvic pain and malaise outcome was unknown. And the migraine, headache, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, inflammation, malaise, migraine, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted, for date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2009, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, f\u 5&6 proceed together. Social media received: newly added events: feeling sick. On (B)(6) 2020, pfs received: reporter was added, no new clinically significant information were added. On (B)(6) 2020, extension of expected date of next report. On (B)(6) 2020, pif received: plaintiff implant state, date of insertion updated, rcc note added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had migrated and/or perforated her fallopian tube / perforation (fallopian tube(s), uterine perforation ('migration of essure device location of device: uterus / perforation (uterus) / expulsion of essure device'), device breakage ('device breakage') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009 essure confirmation test : total bilateral occlusion. Concurrent conditions included pelvic pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea cramping") and pelvic pain ("pain"). In 2009, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), inflammation ("inflammation"), nausea ("nausea") and malaise ("sick") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical procedure, surgical procedure to remove the essure device and surgical procedure to remove the essure device / tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain, arthralgia, inflammation, hormone level abnormal, weight increased, nausea, pelvic pain and malaise outcome was unknown and the migraine, headache, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, inflammation, malaise, migraine, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal: 01-nov-2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated and/or perforated her fallopian tube / perforation (fallopian tube(s)"), uterine perforation ("migration of essure device location of device: uterus / perforation (uterus) / expulsion of essure device"), device breakage ("device breakage") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009 essure confirmation test : total bilateral occlusion. In 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In 2009, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches") and inflammation ("inflammation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical procedure, surgical procedure to remove the essure device and surgical procedure to remove the essure device / tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain, arthralgia, inflammation, hormone level abnormal, weight increased, nausea and pelvic pain outcome was unknown and the migraine, headache, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, inflammation, migraine, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received. Events- "hormonal changes, migraines, headaches, device breakage, dysmenorrhea (cramping), weight gain, nausea, fatigue, pain" added. Event device dislocation updated to uterine perforation. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had migrated and/or perforated her fallopian tube / perforation (fallopian tube(s))'), uterine perforation ('migration of essure device location of device: uterus / perforation (uterus) / expulsion of essure device'), device breakage ('device breakage') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009 essure confirmation test : total bilateral occlusion. Concurrent conditions included pelvic pain. In october 2008, the patient had essure inserted. In october 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In 2009, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), inflammation ("inflammation"), nausea ("nausea") and malaise ("sick") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical procedure, surgical procedure to remove the essure device and surgical procedure to remove the essure device / tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain, arthralgia, inflammation, hormone level abnormal, weight increased, nausea, pelvic pain and malaise outcome was unknown and the migraine, headache, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, arthralgia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, inflammation, malaise, migraine, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: f\u 5&6 proceed together- social media received: newly added events- feeling sick. On (B)(6) 2020: pfs received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.